Manufacturer narrative:
1038671-2024-00909 1038671-2024-04787 d10: 1474756 02-012-35-3015 - logic tibia ps mod insrt sz 3 15mm 2311361 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 3798348 200-02-32 - three peg patella 32mm 3805094 204-34-02 - fluted stem extension 25l x 14 mm 3703929 204-70-00 - tibial stem ext. Screw the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty, and then experienced revision surgical procedure approximately 8 years and 3 months after initial implant. No images were provided. There is no other information available.